Event description:
The clinician reported that over 1 month after the dental implant was placed in ada site 19 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician noted hypersensitivity and implant mobility in this patient with good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.